Event description:
It was reported that sometime post a chronic catheter placement, the patient allegedly experienced skin irritation from the catheter due to the polyurethane material. It was further reported that the line was removed and the patient was placed on intravenous antibiotics. Reportedly, after placement on intravenous antibiotics, the patient was placed with a peripheral line made with silicone material and the patient was discharged with in-home intravenous antibiotics and due to a compromised immune system, the patient completed ten day at home antibiotic regime. The current status of the patient is unknown. .

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that sometime post catheter placement, the patient allegedly experienced skin irritation. It was further reported that line was removed and patient was treated with IV antibiotics. The current status of the patient is unknown.